Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage, pressure transducer and flow transducer tests during pre-use check. The air gas module was found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. The provided logs confirmed the reported gas supply test failed during pre-use check at the event date. The replaced air gas module will not be returned for investigation as it was discarded by the customer, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).